Manufacturer narrative:
It was reported that the unit had developed a burning odor and was defective. The customer refused to provide any add'l info or to allow us to examine the unit. The customer demanded payment and made several threats regarding her intention to put our company out of business. At this time, we are unable to determine the cause of this report. If add'l info becomes available, we will file the appropriate f/u reports.

Event description:
It was reported that the unit had developed a burning odor and was defective.